Manufacturer narrative:
(B)(4). The device was troubleshot by a maquet technician, the machine normally functioned during testing. But as precaution the flow measure board and the lemo cable on the rf were replaced. Test and functioning are ok. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigations initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During patient treatment, the flow of the rotaflow console stopped intermittently, then the flow came back intermittently. The user decided to replace the device. This improved the condition of the patient.